Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert due to a low out-of-range shock impedances on the right ventricular (rv) lead measuring 14 ohms. It was noted that were intermittent spikes measuring as high as 70 ohms to as low as 22-29 ohms range. Technical services recommended to follow-up with the patient to see what they were doing at that time as they suspects that it could be due to electromagnetic interference (emi). Technical services suggested to evaluate in clinic and to clear the alert with a programmer. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert due to a low out-of-range shock impedances on the right ventricular (rv) lead measuring 14 ohms. It was noted that were intermittent spikes measuring as high as 70 ohms to as low as 22-29 ohms range. Technical services recommended to follow-up with the patient to see what they were doing at that time as they suspects that it could be due to electromagnetic interference (emi). Technical services suggested to evaluate in clinic and to clear the alert with a programmer. At this time, the system remains in service. No adverse patient effects were reported.